Event description:
It was reported that there was an ambulance accident that involved a cot. There was pt involvement and a minor injury to the pt. The extent of the injury is unk. There was pt involvement and adverse consequences reported.